Event description:
It was reported that a spectrum pump constantly displayed the air in line message in nccc. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was not reproduced. Air-in-line alarms were confirmed through review of the event history log. The evaluation found that the ultrasonic readings were low. Additionally, it was found that the inscribed pin dimension was too wide. Both of these factors make the pump more sensitive to false air-in-line alarms. The failed ultrasonic sensor was replaced.